Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6)2025, the patient underwent osteosynthesis for a proximal ulna fracture. Zuggurtung had been planned, but the hospital also ordered a plate for the left just in case. During the surgery, zuggurtung was changed to the procedure using a plate at the surgeon¿s discretion, and the surgeon asked the sales representative to be present at the surgery at short notice. When the sales representative arrived, the drill bits and other instruments had been prepared, the plate had been picked up from the implant case, and shortly thereafter, a nurse opened the plate while confirming with the surgeon. When the surgeon finally checked the affected site with the image intensifier after inserting all the screws, he noticed that the curvature of the plate was mismatched and that the wrong plate had been inserted. Due to the circumstances, the detailed checks that a sales representative would normally make were not carried out. The surgery was completed with no surgical delay. The hospital recognizes that its internal check mechanisms, such as at the time of delivery, when the implants were moved to the operating room, and when the surgeon and nurses checked the instruments, etc. Immediately beforehand, did not function properly. The surgeon commented as follows: although they ordered a left va olecranon plate, the actual affected side was the right one, which was only realized after the internal fixation was completed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.